Event description:
Ref importer 3007573469-2014-00018.

Manufacturer narrative:
There was no patient injury reported for this incident. The safety risk and occurrence rate for this failure mode have been assessed and there is no patient safety risk associated with this fault. The device is being returned to the manufacturing facility in (B)(4) for an engineering investigation. (B)(4).